Event description:
It was reported by the customer that during use of a cardiosave intra-aortic balloon pump (iabp), the "battery in use" message displayed on screen while the unit was connected to a/c power. There was no harm or injury to the patient and no adverse event was reported. .

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) called customer and determined that the iabp console was not properly latched into the cart, preventing the battery from charging. The customer was instructed to properly install the console into the cart, and this resolved the reported issue. No customer visit necessary as the customer verified proper charging and battery operation. The stm informed that the iabp was cleared for clinical use.

Event description:
It was reported by the customer that during use of a cardiosave intra-aortic balloon pump (iabp), the "battery in use" message displayed on screen while the unit was connected to a/c power. There was no harm or injury to the patient and no adverse event was reported.